Event description:
Related manufacturer report number: 2017865-2022-49144. It was reported during in clinic follow up that the pacemaker exhibited oversensing due to atrial lead noise. This oversensing resulted in inappropriate mode switch. Diagnostic imaging did not see any physical anomalies. The system will continue to be monitored. There were no patient consequences.